Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance out of range. An abrupt change of impedance was noted and a fracture was suspected. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood and bloody fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance out of range. An abrupt change of impedance was noted and a fracture was suspected. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned. The device was later received for analysis.